Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2314931. The batch 6009854, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009854 was manufactured according to the work instruction (wi) version 88 and manufactured in the machine multivac 12 on 22/oct/2024, with a total of 57,000 units. Glue-tubing lot: the lot 4k03295 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 19/oct/2024, with a total of (B)(4) units. The lot 4k03296 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 21/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for one day. No further information available.